Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-45 lead implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Event description:
It was reported that there were high rv (right ventricular) thresholds, and that the device longevity was "hit." The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.